Manufacturer narrative:
Additional suspect medical device components involved in the event. A total of two electrodes were returned: model: csk-tc10-3m, lot: 091216, description: csk 100 mm tc electrode with 3m cable, quantity: one; model: csk-tc10-3m, lot: 062816, description: csk 100 mm tc electrode with 3m cable, quantity: one.

Event description:
Device analysis was performed on the two returned electrodes found that the shaft was completely separated from the hubs due to excessive external mechanical force. The shafts were not returned for analysis and therefore functional tests could not be performed on the separated shafts.